Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-sensed t-wave oversensing was observed. The patient received inappropriate atp and hv therapy. Reprogramming the device was recommended. The physician decided not to make any reprogramming change. The patient will be monitored.